Manufacturer narrative:
. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a question was raised. Reportedly for a medicated normal tension glaucoma patient, "after icl can the pupil be a bit larger?" Also, "a bit of cells in pigments but at 5 days usually will hv some no?" Post-op it was reported that "iop settled to her pre op baseline" and "near excellent n5 and distance 6/12" medication was provided intraoperatively. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.